Manufacturer narrative:
Pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump had broken reservoir tube lip and the test reservoir lock/click in place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 50mg/dl. The customer was treated with glucose. Customer declined troubleshoot for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Insulin pump had broken reservoir tube lip and the test reservoir lock/click in place.